Event description:
A dr reported a pt who received her second treatment on 9/9/96 into horizontal forehead lines. On 10/9/96, the pt presented with intermittent erythema and swelling at the treatment sites; exact date of onset unknown. The dr diagnosed a hypersensitivity; medrol dosepak was prescribed. On 11/11/96, the pt telephoned the office and alleged persistent symptom; oral duricef was prescribed.